Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. Additionally wire breakages due to excessive mechanical stress were observed. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The mother reported to the clinic that her child fell hitting her head and stopped hearing with the device. The recipient has been re-implanted.

Event description:
The mother reported to the clinic that her child fell on her head and stopped hearing with the device. Further proceedings are unknown.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.